Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 565 mg/dl. Customer did not bolus enough insulin to cover the carbohydrates consumed. Customer delivered a bolus to address elevated bg. No issues with the pump were reported. Recommendation was made to discuss the event with a healthcare provider.